Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On 04/18/2025, it was reported that the incident happened while the patient was asleep. She later woke up with injuries and did not remember falling, losing consciousness, or anything that happened before. She could not tell whether it happened shortly before she woke up or earlier during the night. After waking, she noticed a large bump on her forehead. At that point, no medical care was given, as she did not immediately realize what had happened. Because she was concerned about her injuries, she later went to the emergency room to check for a possible concussion. At the hospital, she was evaluated for a fall and had imaging done. The event was documented as a fall at home, with the timing and cause listed as unknown. Based on later medical discussions and hospital records, she believes the event was related to low blood sugar. Treatment and management of hypoglycemia was not documented. The patient said she was wearing a dexcom g7 at the time but was new to the device and could not confirm whether the dexcom app gave any alerts or alarms occurred overnight. She does not remember responding to any cgm alerts before the incident. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.